Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported positioning failure of inability to grasp the leaflet, difficult to remove from the anatomy (interference with the subvalvular tissue), and poor image resolution appear to be related to patient morphology/pathology. A cause for the reported hypoxia cannot be determined. Hypoxia is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case specific circumstances as another clip was implanted and drug therapy was provided. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The ntw clip was advanced into the anatomy and was positioned. Grasping was difficult, so the physician decided to use a different size clip. As the ntw was pulled back , there was interference with the subvalvular tissue, and after the ntw was returned to the left atrium, the mr worsened from grade 3 to grade 4. The xt clip was advanced and deployed, and mr was reduced to grade 2. When the steerable guide catheter (sgc) was removed from the left atrium to the right atrium, spo2 worsened to 93%. The patient was not extubated, and the doctor decided to either continue observation or to intervene once the patient's condition had improved to a certain extent with drug therapy.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The ntw clip was advanced into the anatomy and was positioned. Grasping was difficult, so the physician decided to use a different size clip. As the ntw was pulled back , there was interference with the subvalvular tissue, and after the ntw was returned to the left atrium, the mr worsened from grade 3 to grade 4. The xt clip was advanced and deployed, and mr was reduced to grade 2. When the steerable guide catheter (sgc) was removed from the left atrium to the right atrium, spo2 worsened to 93%. The patient was not extubated, and the doctor decided to either continue observation or to intervene once the patient's condition had improved to a certain extent with drug therapy.